Event description:
It was reported that stent placement and balloon deflation issues occurred. A 12 x 3.00 promus elite stent balloon expandable was selected for treatment. During the procedure, the promus elite stent could not be correctly placed and subsequently could not be deflated. The procedure was completed with a different device and no patient complications were reported.